Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode due to magnetic resonance imaging (MRI) with off-label use and no bdfo available. Programming changes were made to restore normal parameters. The patient was stable.